Manufacturer narrative:
The field service engineer (fse) arrived on site to swap repaired unit and send back loaner to olympus. Fse configured and tested image settings. Rooms 3 and 8 are having issues. Room 8 is cabled differently from room 3 and room 8 was not cabled by olympus. Room 8 was cabled by olympus integration group and are aware of the issue. Fse could not duplicate the issue in room 8 but fse was able to duplicate the issue in room 3 with the user processor and the loaner processor. Fse's findings were that when moving the dvi cable at the wall location, fse was able to duplicate the image cutting in and out. When fse closely examined the wall dvi connection, the fse noticed that it was bent to the left. This is caused by the cart and co2 tank hitting the connector and bent it at the wall location. Fse was able to duplicate the issue the staff was having and when not touching the connection, the image was good. Fse determined it was not the processor and has determined that it is the connection on the wall. Fse confirmed that the wall plate connection is an integration installation and not a third party. Fse did replace the device with the loaner. Device will be sent to olympus for evaluation. The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found a worn-out lock latch on video connector causing loss of image when the pigtail is wiggled. There is a minor dent or scratch on right top of the front panel, but it did not affect functionality. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there was an image problem with the device. The processor loses connection in the middle of a procedure. The image is black and cuts in and out. There was no patient injury or harm. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue could not be identified. Based on the investigation results, probable causes are as follows: four years or more have passed since the subject device was delivered. If the subject device was frequently used, the repeated use of the video connector might have caused the wear of the lock latch, or the user might have withdrawn the video connector without pushing the locking lever, leading to malfunction in the lock latch. It is inferred that the these factors caused failure to connect the video connector firmly, leading to the unstable electric contacts that might have prevent the endoscopic images from being transferred from the videoscope to video processor appropriately, which caused the image issue. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: push the video connector into the video connector socket of the instrument all the way until it clicks, holding this instrument with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. When a visera series endoscope or camera head is used, disconnect the video connector of the videoscope from the instrument, holding the instrument with a hand so that it will not move and push the locking lever down. Olympus will continue to monitor complaints for this device.